Event description:
It was reported that the lead impedance has decreased in bipolar configuration. Unipolar impedance is reading higher than bipolar. The caller questions a possible insulation breach. The lead remains in use and is being scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead impedance has decreased in bipolar configuration. Unipolar impedance is reading higher than bipolar. The caller questions a possible insulation breach. The lead remains in use and is being scheduled for replacement. No patient complications have been reported as a result of this event. It was further reported that the lead has been capped and replaced. No patient complications have been reported as a result of this event.